Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31may2019. A follow-up report will be submitted once the evaluation is complete.

Event description:
The customer reported unknown restart code 4. Display suddenly reverts to a count down screen beginning at 17 seconds. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 14jun2019, date of report : 22jul2019. The manufacturer¿s technical services confirmed the reported issue. The customer was advised to research the error and call back to discuss. The customer decided to remove the device from service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.